Manufacturer narrative:
The device was returned and the issue was not able to be duplicated, however, the sieve bed, 4-way valve, and pilot valve needed replacement.

Event description:
The provider states the rental unit will not run. The provider states at 6115 hours the unit just shut down with no alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the rental unit will not run. The provider states at 6115 hours the unit just shut down with no alarm.